Manufacturer narrative:
Product event summary the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.